Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that the reported balloon rupture appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the femoral artery, which had some calcification noted. A contralateral approach was used to perform angioplasty. The armada 35 percutaneous transluminal angioplasty (pta) catheter was inflated several times to below rated burst pressure and deflated. During the last inflation, blood was observed in the tubing. The armada 35 pta catheter was removed without issue, and a small hole was noted in the center of the balloon itself. An unspecified stent was successfully implanted, and a new unspecified pta catheter was used for post-dilatation to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.